Event description:
The patient had a midline basilar tip aneurysm that was successfully embolized with fourteen coils. Post procedure, the patient suffered a stroke (posterior and thalmic on both sides) that resulted in persistent or significant disability/incapacity and prolonged hospitalization. The patient was given medication, no further information was provided. The physician related the stroke to the index procedure, and made no allegation of any device malfunction having caused or contributed to the stroke.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Evaluation conclusions: other for anticipated procedural complication. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was not available for evaluation. From the information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that stroke is noted within the directions for use as a potential complication. It was concluded that the event was an anticipated procedural complication.